Event description:
Patient with afib; history included cad s/p stent, chf, cardiomyopathy, hyperlipidemia. Unable to cardiovert afib using zoll biphasic m series device 200 joules using counter pressure. Two attempts failed to convert the patient's rhythm. Changed to a different manufacturer's 360 joule biphasic device and cardioverted to sinus rhythm with one attempt.====================== manufacturer response for defibrillator, m series, biphasic======================they are not convinced of a problem by our interpretation of our experience.